Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On august 1, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. On august 2, 2006 the medical affairs specialist (mas) spoke with the patient to obtain and verify information. The mas also reviewed the recorded telephone call. In 2006 at 8:30 pm the patient obtained a blood glucose reading of 155 mg/dl on the reported meter, which was high compared to his expected value. At that time, the patient started to experience the symptoms of sweating, dizziness and blurred vision, which are his typical symptoms of hypoglycemia. The patient did not test his blood glucose level using any other device. The patient administered self-care by consuming a glucose tablet, and felt better afterwards. He did not retest his blood glucose level. The patient went to bed 20 minutes later, and had no further symptoms. Next day in the morning, the patient went to dialysis, where his blood glucose level was tested to be 120 mg/dl. Afterwards, the patient contacted his physician, who recommended the patient call lfs to troubleshoot the meter. The patient received no treatment. Previous blood glucose readings on the day of the event were as expected, such as 132 mg/dl and 140 mg/dl. The patient's expected blood glucose levels are 110 mg/dl to 120 mg/dl. The patient's meter reading is approximately 70 mg/dl when he experiences symptoms of low blood glucose levels. The patient is unaware of his hematocrit level. The mas discussed with the patient that dialysis patients might have a low hematocrit. If the patient's hematocrit is less than the meter's specifications of 30 to 55%, the readings may be falsely elevated. The customer care advocate (cca) determined during the troubleshooting telephone call the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The cca also determined during the call that the patient was incorrectly cleaning the puncture site prior to performing the fingerstick, which can lead to inaccurate readings. Quality control testing was performed during the call, with passing results. The meter, test strips and control solution were replaced. While experiencing hypoglycemic symptoms, the patient obtained a reading on the reported meter of 155 mg/dl. He required self-treatment with glucose to resolve the symptoms. Therefore this complaint is being reported as an adverse event.